Manufacturer narrative:
The consumer complaint reported string being pulled out while removing a tampon from a carton of sport 36 count regular unscented (B)(6) with the batch #: 23334bb. Device history records for the supplied batch number were investigated for any ncms, relevant deviations, or anomalies. None were found for the related product through the investigation. Product was requested back from the consumer, but no return product was available at the time of this report. Should a return occur, the investigation will be reopened to assess the event. The root cause for the consumer complaint is not known. There have been no additional events, patterns, or trends in consumer data identified at this time. Data will continue to be monitored.

Event description:
Consumer stated that upon attempting to remove the tampon, the string was completely broken off from the tampon itself. Consumer stated that she could not remove the tampon safely and it required her to go to urgent care for removal. Consumer stated that there was no indication at the time of inserting the tampon that the string was loose or damaged. Consumer stated she no longer has the affected tampon as it was discharged at the urgent care facility.